Manufacturer narrative:
H10: the lot number was provided for the malfunction; therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Fracture was not identified in the returned device. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12080 fluency plus vascular stent graft allegedly experienced a fracture. This information was received from one source. Of the one shaft fractured malfunction, one patient was involved with no patient consequence or impact. The patient was male and 77 years of age; weight was not provided.

Manufacturer narrative:
The lot number was provided for the malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the u.s. But, it is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12080 fluency plus vascular stent graft allegedly experienced a fracture. This information was received from one source. Of the one shaft fractured malfunction, one patient was involved with no patient consequence or impact. The patient was male and (B)(6) years of age; weight was not provided.